Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a segmented catheter was confirmed and it appears that the damage occurred while the device was in use. One 4 fr s/l groshong nxt PICC was returned for investigation. A visual observation of the catheter revealed evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. The catheter was received in four segments. The complainant reported that it was confirmed that 33cm of the catheter was in the patient¿s body. One break was located between the 33 and 34 cm depth marks and this appears to be the initial break in the catheter, which allowed the clinician to confirm that 33cm of the catheter remained in the patient after the proximal end of the catheter was removed. The adjacent surfaces of the break near the 33cm depth mark were noted to be granular, but a polished appearance on the blue stripe was observed both on the cross section and the external surface of the tubing near the break. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. The complete break in the catheter could be the result of both flexural fatigue and tensile stress. A semi-circumferential split with polished edges was observed 4.5mm proximal to the break and a semi-circumferential crease was observed in the tubing 8 mm proximal to the break. The crease and semi-circumferential split are consistent with damage caused from repeated kinking. Two additional breaks in the catheter were observed proximal to the break near the 33cm depth mark. The breaks appear to be the result of tensile stress. The damage found on the catheter appears to be a result of combined bending and tensile stresses under use conditions, with repeated bending and kinking initiating the damage that resulted in 33cm of the catheter remaining in the patient. No defects related to the manufacturing process were noted on the complaint sample. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot.

Event description:
It was reported by nurse that the patient underwent catheter placement in (B)(6) 2016 and now accepts reexamination after the treatment in the hospital. It was found that the PICC catheter part was in the patient's body under CT scan. Since the catheter had been pulled out from the patient's body, it was confirmed that 33cm of the catheter was in the patient's body.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reas1645 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the patient underwent catheter placement in (B)(6) 2016 and now accepts reexamination after the treatment in the hospital. It was found that the PICC catheter part was in the patient's body under CT scan. Since the catheter had been pulled out from the patient's body, it was confirmed that 33 cm of the catheter was in the patient's body.